Manufacturer narrative:
(B)(6). The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Based on the event description, the problem of inverted septum happened while in use with a power injector. The product code 2n3399k is not designed for use with power injector. Hence, the assignable cause is off label use. As a result, the customer has been advised that this product is not for use with power injector and has been provided alternative codes. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system injection site had a collapsed septum (the rubber bung dislodged and turned ninety (90) degrees creating an opening issue). The product was used with an unspecified pressure injector, resulting in material sprayed out. This was observed during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.